Event description:
A customer reported that halfway through a vitreous body operation, the vitrector (cutter) did not work, and a risky drag on the retina occurred. The vitrectomy probe was exchanged, and following this, it cut well. There was prolongation of the operation time, and the pt sustained a small hole in the retina. This was treated with cryotherapy. The report stated that there was hardly any consequence from this.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).